Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg battery depleted due to failure to recharged their scs system as recommended by the manufacturer. As a result, surgical intervention wherein the ipg was explanted and replaced with a new model which resolved the issue.